Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the user noticed the luer is cracking and leaking while infusing normal saline, cytostar and novantrone. There was no report of patient harm.

Manufacturer narrative:
Concomitant products: 500ml hospira set, ndc 0409-7983-03, lot 619831-fw, exp 1 jan 2018, 0.9% sodium chloride injection; therapy date (B)(6) 2016. The customer¿s report of a cracked luer connection was confirmed however the report of leaking was not confirmed. Visual inspection showed that the collar on the male luer had a crack running across the top of one side and continuing along the side of the collar. Further fractures/stress markings within the collar were observed around the edges of the collar. No tool markings or other damages were observed on the male luer. Functional and pressure testing resulted in no leaking. The root cause of the crack is unknown.